Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade seized and stopped rotating. Due to the very large uterus with multiple fibroids, the surgeon decided to convert to an open procedure.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. The actual device lot number associated with this event is not known. The customer reports the following possible lot numbers: lot mt214046 mfg date: 05/05/2010, exp date: 05/31/2012. Lot mt215590 mfg date: 07/14/2011, exp date: 07/13/2013. (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records were conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate.